Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off while being used to provide pacing to a patient. The patient went asystolic and was rescued with an external defibrillator. The hospital has opened an internal investigation. The external pulse generator (epg) was serviced routinely by the biomedical team and there are records available. It has been discussed that this epg model is no longer supported. The product status is with legal. No further patient complications have been reported as a result of this event.